Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped. There was no patient injury and no information on surgical delay was provided.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp is properly positioned and put under pressure, no movement was detected. However, the unit does have a slight rotational movement and has not been serviced since 2020. Also, the unit's ratchet extension and 80lb torque knob are much older than the base casting, and the torque knob has engravings from 2003 and 2004. The unit was sent to quality engineering (qe) for further investigation, and the initial findings of the service team were confirmed with no additional device deficiencies observed (the clamp is in worn condition with minor movement in the lock). All worn components will be replaced with new parts, along with general maintenance and cleaning. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.